Event description:
The customer reported that they opened a patient's field that had a 270 gantry at the 4ditc. The 4ditc displayed the field as 270, however the in-room monitor displayed it as 270e. There was no misadministration or serious injury reported associated with this event.

Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.